Manufacturer narrative:
Device alarmed motor error during rewind due to moisture damaged the motor home switch. Also moisture damage electronic assembly during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart, motor position encoder alarms due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had motor position encoder error and reservoir had leak. Customer¿s blood glucose was 145 mg/dl at the time of incident. Drive support cap was normal. Customer states that location of the leak was at the past 1st o ring. Customer states that insulin pump had unexpected restart. A cold reset was performed error. Customer states that reservoir had no air bubble. The insulin pump will be and reservoir will not be returned for analysis.